Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a follow-up, there were episodes of noise and oversensing that resulted in inappropriate anti-tachycardia pacing. X-ray was performed and revealed externalized conductors on the right ventricular (rv) lead. The rv lead was capped and replaced and the patient was stable.